Event description:
A report was received that the patient was having difficulty charging the ipg. X-ray was taken and confirmed that the ipg was upside down. The physician tried to manually flip the battery over but was not successful. The patient will undergo a revision procedure wherein the ipg will be flipped over.